Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there were no reported product deficiencies. The reported patient effects of angina is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures.although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2011, a xience v stent was implanted in a proximal left anterior descending artery and approximately 23 months later, on (B)(6) 2013, the patient had stable angina pectoris. There was no electrocardiogram (ECG), functional ischemia study, or cardiac enzymes done. There was no myocardial infarction reported. The patient was hospitalized on (B)(6) 2013, antiplatelet medication was given as treatment, and the patient was discharged on (B)(6) 2013. The angina is listed as continuing. There was no additional information provided.